Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 112 and 107) was isolated to a segmentation fault on the bga connection of ram chips u100 and u101. The root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 107 and 112.